Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized on the (B)(6) 2024 for a polyester sheath hemodialysis catheter insertion. At that time, the hemodialysis catheter was intact and not damaged. After that, the patient received hemodialysis at once, and no damage was found. After discharge, the patient received dialysis (three times a week) in an external hospital for more than ten times. During dialysis on (B)(6), a gap was found in the hemodialysis catheter. The patient and his family came to the hospital on (B)(6). The catheter was checked and found that the outer protective sheath of the hemodialysis catheter had a small circular uneven gap and a horizontal crack. The inner catheter was intact and did not affect the use of the catheter. There was nothing unusual observed on the device prior to use. Flushing was done prior to use. There was no leak, and tego was not utilized. There was a crack at the luer adapter. Iodine was the cleaning agent used on the device. No excessive force was used on the device. There were no other products being utilized with the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was informed to wrap it with sterile gauze and carefully protect it without affecting its use. First, they used a tourniquet to cover the gap, and after the repair material (silicone repair glue) provided by the manuf acturer was mailed, the gap was repaired on august 31 as a remedial action performed, and the tourniquet was used for outer protection. There was no blood loss, and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized on the (B)(6) 2024 for a polyester sheath hemodialysis catheter insertion. At that time, the hemodialysis catheter was intact and not damaged. After that, the patient received hemodialysis at once, and no damage was found. After discharge, the patient received dialysis (three times a week) in an external hospital for more than ten times. During dialysis on august 26, a gap was found in the hemodialysis catheter. The patient and his family came to the hospital on august 28. The catheter was checked and found that the outer protective sheath of the hemodialysis catheter had a small circular uneven gap and a horizontal crack. It was also stated that the venous site of the luer adapter had a crack. The inner catheter was intact and did not affect the use of the catheter. There was nothing unusual observed on the device prior to use. Flushing was done prior to use with normal results. There was no leak, and tego was not utilized. There was a crack at the luer adapter. Iodine was the cleaning agent used on the device. No excessive force was used on the device. There were no other products being utilized with the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was informed to wrap it with sterile gauze and carefully protect it without affecting its use. First, they used a tourniquet to cover the gap, and after the repair material (silicone repair glue) provided by the manufacturer was mailed, the gap was repaired on august 31 as a remedial action performed, and the tourniquet was used for outer protection. There was no blood loss, and blood transfusion was not required due to the event. There was no reported patient injury.

Event description:
According to the reporter, the patient was hospitalized on the (B)(6) 2024 for a polyester sheath hemodialysis catheter insertion. At that time, the hemodialysis catheter was intact and not damaged. After that, the patient received hemodialysis at once, and no damage was found. After discharge, the patient received dialysis (three times a week) in an external hospital for more than ten times. During dialysis on (B)(6), a gap was found in the hemodialysis catheter. The patient and his family came to the hospital on (B)(6). The catheter was checked and found that the outer protective sheath of the hemodialysis catheter had a small circular uneven gap and a horizontal crack. The inner catheter was intact and did not affect the use of the catheter. There was nothing unusual observed on the device prior to use. Flushing was done prior to use. There was no leak, and tego was not utilized. There was a luer adapter issue. Iodine was the cleaning agent used on the device. No excessive force was used on the device. There were no other products being utilized with the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient was informed to wrap it with sterile gauze and carefully protect it without affecting its use. First, they used a tourniquet to cover the gap, and after the repair material (silicone repair glue) provided by the manufacturer was mailed, the gap was repaired on (B)(6) as a remedial action performed, and the tourniquet was used for outer protection. There was no blood loss, and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
(Ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized on (B)(6) 2024 for a polyester sheath hemodialysis catheter insertion. At that time, the hemodialysis catheter was intact and not damaged. After that, the patient received hemodialysis at once, and no damage was found. After discharge, the patient received dialysis (three times a week) in an external hospital for more than ten times. During dialysis on (B)(6) a gap was found in the hemodialysis catheter. The patient and his family came to the hospital on (B)(6). The catheter was checked and found that the outer protective sheath of the hemodialysis catheter had a small circular uneven gap and a horizontal crack. The inner catheter was intact and did not affect the use of the catheter. The patient was informed to wrap it with sterile gauze and carefully protect it without affecting its use. First, they used a tourniquet to cover the gap, and after the repair material (silicone repair glue) provided by the manufacturer was mailed, the gap was repaired on (B)(6) and the tourniquet was used for outer protection. There was no reported patient outcome.